Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable as investigation confirmed it is a use related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated they were evaluating the arctic sun device, and they were receiving a low internal flow alarm. Biomed needed assistance with further troubleshooting. Biomed provided serial number. Per update received on 12/27/23, it was reported that they spoke with biomed, stated they had replaced the manifold harness, but the part number they gave was for the manifold assembly. They stated that they were trying to calibrate but was receiving calibration error 1(pre-warm bypass flow error). Verified they did in fact replaced the manifold assembly. Explained that the bypass flow set screw would need to be adjusted to 1.8 lpm at 28c . Per follow up information received via phone on 28mar2024, it was reported that the manifold assembly was replaced, and the device has been returned to circulation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed stated they were evaluating the arctic sun device, and they were receiving a low internal flow alarm. Biomed needed assistance with further troubleshooting. Biomed provided serial number. Per update received on 12/27/23, it was reported that they spoke with biomed, stated they had replaced the manifold harness, but the part number they gave was for the manifold assembly. They stated that they were trying to calibrate but was receiving calibration error 1(pre-warm bypass flow error). Verified they did in fact replaced the manifold assembly. Explained that the bypass flow set screw would need to be adjusted to 1.8 lpm at 28c.